Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace stopped working during the case. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed. The instrument was found to have damage to the teflon pad at the distal end. A piece measuring approximately 0.033" x 0.167" was not returned. Additionally, the reported issue with the instrument could not be replicated nor confirmed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was connected to an in-house generator and energy delivery was tested and passed. The instrument was fully functional. No product issue was identified.